Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system _ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2025 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 10-jul-2024, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms when the patient was "hopping up into a truck". It was noted that a few days prior to the electrical faults event the patient had dropped the controller, and the vad driveline became disconnected; the patient subsequently reconnected the driveline. Logfile review confirmed the vad was off for 12 seconds after the disconnection, and review also showed that the vad exhibited above normal power consumption with high watt alarms. The patient underwent a vad exchange.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. External visual inspection revealed contamination within both power ports and the serial port. The observed contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Internal visual inspection revealed no anomalies. Functional testing revealed the "no power" alarm did not sound when both power sources were disconnected. The driveline connector functioned as intended with no anomalies. Supplemental testing revealed that one of the cells of the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 16:20:58, indicating a physical disconnection of the driveline from the controller, corresponding to the reported controller drop event. The vad disconnect alarm cleared at 16:21:03, indicating the driveline was connected to the controller. Log files then revealed a gradual increase in power consumption and estimated flows, leading to parameters above normal operating range, starting on (B)(6) 2026. Additionally, log files revealed three (3) electrical fault alarms logged on (B)(6) 2026 at 19:55:21, 20:08:21, and 22:37:06, eight (8) reactivation events logged on (B)(6) 2026 between 19:53:46 and 20:08:25, forty-two (42) high watt alarms logged since (B)(6) 2026, and nine (9) low flow alarms logged on (B)(6) 2026. Following the second electrical fault alarm, a brief, sharp increase in power consumption was observed on (B)(6) 2026. The electrical fault alarms and reactivation events were logged due to an overcurrent trip on the rear stator resulting in the pump running in single stator operation (front stator only). This likely triggered the subsequent high watt alarms and high power consumption on (B)(6) 2026, due to the increased power consumption required to run on a single stator. The low flow alarms are an additional finding, not related to the reported event. A manual pump stop event was recorded on (B)(6) 2026 at 11:45:48. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the high power event starting on (B)(6) 2026 can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the electrical fault alarms, reactivation events, high power consumption on (B)(6) 2026 and high watt alarms can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector, resulting in the pump running in single stator operation (front stator only). The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline, likely due to the reported dropping of the controller, as described in the event details. The most likely root cause of the controller drop event can be attributed to the handling of the device. The most likely root cause of the observed controller fault alarm during testing and the no power alarm not sounding during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: controller (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.